Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had discrepancies between their sensor glucose and blood glucose readings. Customer's blood glucose was 160 mg/dl and their sensor glucose was 83 mg/dl. It was also found the inaccurate readings would prompt the threshold suspend feature on the customer's insulin pump. Customer also reported receiving a low suspend alarm on their insulin pump. Customer was advised to monitor the issue. No additional information provided.